Event description:
The patient felt that the pump was large and the patient had lost ¿so much weight¿ that the pump was sticking out. Additionally, it was indicated that, for close to a year, the patient had been seeing several healthcare providers (hcps) for a problem with the pump periodically or intermittently where she would have flaccid legs and be unable to walk, but the hcps had not been able to figure it out. Earlier, in (B)(6) 2013, the patient had been notified that the pump needed to get replaced because the battery was depleting. The patient was frustrated, felt the pump had been a nightmare, and was ready to have it taken out, but she was having difficulty getting in contact with her physician and surgeon and thought the doctors were being uncooperative. It was noted that the patient had an appointment on (B)(6) 2014 with her surgeon and another appointment on (B)(6) 2014. The device system was being used to deliver baclofen. There were no known interventions performed and no outcome was reported. Further follow-up was being requested to ascertain additional information.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l57665, implanted: (B)(6) 1999, product type: catheter. (B)(4).